Manufacturer narrative:
As reported, the tubing covering the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) split during delivery into the sheath, resulting in deployment failure. Another mynx device was used to achieve hemostasis. There was no reported patient injury. The device was used during an electrophysiology (ep) ablation procedure. The deployer was fully mynx certified. A non-cordis sheath introducer was used. Femoral artery suitability, vessel diameter, vessel tortuosity, and presence of peripheral vascular disease (pvd) or calcium were not available. No damage was observed on the device or packaging prior to opening and the device was stored and prepared according to the instructions for use (IFU). One non-sterile mynx control venous vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Dimensional analysis to measure the slit length was attempted; however, it could not be executed due to the frayed/split/torn condition observed on the sealant sleeves, which prevented obtaining an accurate measurement. Additionally, the overall length of the outer sleeve assembly (proximal end of the swivel to distal tip of cartridge) was verified within specification. The dimension was obtained using a calibrated ruler. A simulated deployment test was performed to evaluate the functionality of the device. During this evaluation, the unit operated as intended, successfully deploying the sealant and retracting the balloon accordingly. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Additionally, a functional analysis was executed using a 6f cordis lab sample catheter sheath introducer (csi) to simulate insertion and withdrawal of the device through the sheath. During this evaluation, resistance/friction was perceived during insertion and withdrawal of the unit through the introducer sheath; however, the device was able to be successfully inserted and withdrawn from the csi. A high-magnification microscopic evaluation of the sealant sleeves was performed, confirming the presence of a frayed/split/torn condition on the sleeve material. The sealant was observed to remain in its manufactured position, and no additional material anomalies were identified during the examination. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. However, the reported event of ¿mynx control system-deployment difficulty-unable¿ was not observed as the deployment mechanism had not been initiated and there were no anomalies noted during functional analysis. The exact cause of the issue experienced could not be determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported events. However, as the issue reportedly occurred during insertion into the sheath, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the procedural sheath (which also was not returned for analysis) are possible. It should be noted that the mynx control venous device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. However, regarding the report that deployment failure occurred, it is not possible to determine what factors contributed to the issue experienced, especially since the device showed no signs of attempting to initiate deployment. However, if deployment was attempted, it was likely related to procedural/handling factors as there were no anomalies noted during the simulated deployment test. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ as stated within the IFU, step 2: deploy sealant, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ neither the product analysis, nor the information available for review suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tubing covering the sealant of a 6f-12f mynx control venous vascular closure device (vcd) split during delivery into the sheath, resulting in deployment failure. Another mynx device was used to achieve hemostasis. There was no reported patient injury. The device was used during an ep ablation procedure. The deployer was fully mynx certified. A non-cordis sheath introducer was used. Femoral artery suitability, vessel diameter, vessel tortuosity, and presence of peripheral vascular disease or calcium were not available. No damage was observed on the device or packaging prior to opening and the device was stored and prepared according to the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.